Manufacturer narrative:
The mating devices and the involved used z2405 sets were not returned for investigation. One (1) same lot sample z2405 set, lot #14-670-sl was returned. Visual inspection and analysis recorded no obvious abnormalities. Engineering evaluations documents testing was able to replicate the facilities attachment issues. The MFR. Has communicated and provided interim recommendations to the facility on the z2405 sets. Pulling back the mating device collar and inserting the mating male luer slip with a firm push and 1/4 turn will result in the best possible connection. This ensures that you are not relying on turning the collar alone to facilitate the adequate luer depth. After these components are connected, the collar can then be locked down. The MFR. Continuous improvement initiatives have also identified minor component changes that have modified the luer thread patterns resulting in the start of the thread being forward in an axial position to further address incorrect usage/attachment techniques. Current build reflects these improvements. Record review: a review of the mfg. Lot database for the reported lot# 14-670-sl (mfg. Date 03/2012) shows 850 units were mfg., tested, inspected, and released. Conclusion: the MFR's. Engineering investigation was able to replicate an attachment issue under specific technique/usage conditions. Base on the findings the MFR. Was able to implement minor enhancements and improvements to the affected set component threads that have shown to address this specific issue.

Event description:
Complaint received reporting attachment/disconnect issues with use of z2405 7" smallbore bifuse clave ext. Sets. It was reported "¿have had issue.. With the slide luer lock part of the set, once it is locked onto a clave it is easily unthreaded/backed off causing the set to disconnect for the clave and being left open¿ ¿ a chemo spill occurred.. Which also involved a bleed out. ¿ the problem is with the threading it does not stay locked on strong."